Event description:
It was reported the pt lost stimulation and communication with the charger and programmer one month ago. In turn, the pt's ipg is inoperable. The pt will undergo surgical intervention to replace the ipg a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.